Event description:
It was reported that the patient presented to the emergency room after developing a hematoma three weeks after implantation procedure. The patient was experiencing swelling, redness and warmth on the left side of the neck above the implant site. An anticoagulant was used to treat the hematoma, which resolved the issue. The patient was discharged from hospital after two days of observation.